Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "flow accuracy," which was reproduced during evaluation. The pump was tested under multiple flow parameters and reproduced a flow rate inaccuracy greater than -5%. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery =9.410 ml (-5.9). Rate = 100 ml/hr, vtbi = 25 ml, delivery =23.838 ml (-4.648). Rate = 400 ml/hr, vtbi = 100 ml, delivery =94.918 ml (-5.082). Rate = 800 ml/hr, vtbi = 200 ml, delivery =189.419 ml (-5.2905). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 236.464ml (-5.4144). Rate = 200 ml/hr, vtbi = 50 ml, delivery =47.423 ml (-5.154). The cause was found to be an out of specification downstream pressure plate travel. The pressure plate travel was adjusted to correct this condition.